Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-may-2018 with the following findings: during investigation, there was evidence of a short battery life illustrated with a voltage drop leading to a cs 128 alarm. The battery compartment and cap were undamaged and able to fit securely. The ez-prime steps were performed correctly and all currents readings were within specification. The "short battery life" was unable to be duplicated. The pump's cover was removed and there was no intermittent condition found to the power printed circuit board. Further inspection found debris in the battery canister.